Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and experienced a cerebrovascular accident occurred which required surgical intervention. The physician reported that a patient who had undergone a procedure using a varipulse catheter during the previous week experienced a silent cerebral infarction. The patient was asymptomatic. Post-procedural MRI (magnetic resonance imaging) revealed a cerebral infarction. The patient underwent a mechanical thrombectomy performed by the neurosurgery department, and the thrombus was successfully retrieved. The thrombus was reported to be quite large. There was no sequelae and the patient was reported to have fully recovered. There were no abnormalities observed prior to or during product use. Procedural activated clotting time before and during the procedure was over 350 seconds. Twenty pulse field ablations were performed in the pulmonary veins: 4 in the left superior, 5 in the left inferior, 7 in the right superior and 4 in the right inferior. There was no evidence of charring or blood thrombus/clot during the procedure. Per the physician's preference, the high-flow irrigation setting had been configured to 20 ml/min. However, during follow-up discussions regarding the event, the instructions for use was reviewed with the physician, and the importance of using a flow rate of 30 ml/min during ablation was reiterated from a safe and appropriate use perspective. The procedure was completed successfully.